Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2004 the patient underwent posterior instrumentation insertion, spine to ilium. Preoperative diagnosis: non-union l4-5. Per-op notes: ¿once this had been done two cross links were then used to connect the two rods together in the superior and inferior aspects. Its center was filled with bmp-2. Further bmp-2 impregnated sponges were impacted into the lateral aspect of the l4/5 disc space. The graft was then impacted into place. Its position was checked on ap and lateral fluoroscopy and determined to be satisfactory. ¿ on (B)(6) 2004 the patient underwent anterior lumbar interbody fusion l4/5 using 19mm lordotic anterolateral bone graft and bmp-2. Preoperative diagnosis: non-union l4-5. Per-op notes: ¿the complete l4-5 discectomy was then carried out. The end plates of l4 and l5 were debrided of cartilaginous material until punctuate bleeding was noted in both end plates areas. Using the femoral ring allograft spacers from the synthes set, a 19mm lordotic anterolateral graft was chosen.¿ on (B)(6) 2007 the patient underwent posterior exposure of the thoracic and lumbar spine followed by removal of previous depuy monarch I nstrumentation including removal of bilateral iliac screws with inspection of prior fusion mass with there noted to be multiple level pseudoarthrosis present with posterior segmental instrumentation with revision and replacement with redo l1, l2 and l3 laminectomies, l2 level pedicle substraction osteotomy procedure for correction of significant kyphotic deformity, and through s1 fusion using a combination of rhbmp-2/acs local bone graft and cancellous allograft. Preoperative diagnosis: multiple level lumbar pseudoarthrosis with failure of prior thoracolumbar instrumnetaiotn with bilatreral rod fracture with the development of significant thoracolumbar kyphosis and positive sagittal imbalance making it difficult for her to stand, in a patient who had previously had bone-hardware interface failure of l5-s1 in the past. Per-op notes: ¿ removal of all the instrumentations were performed including the iliac screws and the thoracolumbar previous instrumentation. Due to the position of the iliac screws, these were now repositioned by removing a portion of the posterior superior iliac spine passing a pedicle probe between the inner and outer tables of the ilium, tapping and then placing the screws. Bilateral 8.5 x 80mm iliac bolts were placed. At this point, the different previous instrumentation was removed. The facet joints of t3-4 all the wasy down through l5-s1 in all areas were thoroughly decorticated using midas rex high speed drill. Three large rhbmp-2/acs sponges were selected and were placed overlying the decorticated surfaces. Then, 90 cc of cancellous allograft were mixed with the local bone graft used from the pedicle substraction osteotomy and during the decompressions and facetectomies, and this bone mixture was placed overlying the bmp sponges over the posterior elements and inner transverse area from t3 down to the ala of the sacrum. Each area of these had been thoroughly decorticated.¿

Event description:
It was reported that the patient was diagnosed with lumbar stenosis and lumbar instability. On (B)(6) 2003, the patient underwent l1-5 total laminectomies for decompression, posterior pedicle screw fusion from t11 to s1 with instrumentation, posterolateral autologous bony fusion, posterolateral autologous bony fusion, posterolateral autograft. On (B)(6) 2003, the patient was diagnosed with lumbar wound infection and had wound drained. On (B)(6) 2004 the patient underwent a removal and replacement surgery during which the surgeon removed a screw at l5 and s1 and replaced them. On (B)(6) 2004 the patient was diagnosed with nonunion of l4-5.the patient underwent a posterior instrumentation insertion from thoracic-lumbar spine to ilium with bmp. On (B)(6) 2004 discharge summary for revision the patient was diagnosed with failed lumbosacral fusion using monarch rods. On (B)(6) 2006 diagnosed with cervical spondylithic disease and hardware failure. The patient underwent a c3-c7 cervical laminoplasty using the synthesis arch malinoplasty set with instrumentation. (B)(6) 2007 the patient was diagnosed with multileval lumbar pseudoarthrosis with failure of hardware. The patient underwent removal of prior depuy monarch instrumentation and iliac screws; revision and replacement of bilateral iliac screws; redo of l1,l2, and l3 laminectomies and l2 pedicle subtraction osteotomy, t3-s1 fusion using infuse rhbmp-2, local bone graft, and cancellous allograft.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.